Event description:
Additional information received reported that the high impedances were seen while in the or and motor and sensory response was still observed and was very good, so the implant was placed. They re-ran the impedances in recovery and the impedance came back fine during that time and the patient was doing great and receiving adequate therapy. There were no lead fractures and any issues with devices.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2015 (B)(6); product type lead product ID 3889-28, lot# va0p1ck, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0p1ck, implanted: 2014(B)(6); product type lead. (B)(4).

Event description:
It was reported that previously the patient had fallen and was in a golf cart accident. Before the accident the patient was getting good therapy and after the accident the patient had had left side pain. Today they moved the lead to the right side and removed the left lead. Impedances were greater than 4000 ohms on some of the bipolar pairs. The lead went into the header smoothly, they could see the blue tip, and they had already removed and clean off the lead and reinserted. The patient had an impedance issue today. The manufacturer representative had rerun impedances at 2.2v and 270 pulse width. Case and 0 was at 2579 ohms, case and 1 was greater than 4000 ohms, case and 2 was at 1537 ohms, case and 3 was at 1697, and all bipolar pairs were at 4000 ohms. The manufacturer representative tested case positive and 2 negative and got motor response at 1.0v. They tested 0 positive and 3 negative and got m otor response at 3.6v. They also tested 1 negative and 2 positive and got motor response at 4.3v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.